Event description:
It was reported that the patient experienced hand twitching that began approximately the end of (B)(6) 2014. It was noted that this was something that used to happen ¿a very long time ago¿ if too much medication was taken with vicodin and aspirin; the nerve in their hand would twitch. The reporter stated that it was happening at the time of the report, and something was telling them that they were ¿getting too much.¿ the patient also experienced slight burning of the colon which began approximately the same time as the hand twitching. The reporter thought maybe their colon was hitting the pump, as there was a slight burning when they turned or squatted ¿because she is heavy.¿ they did not think it was brushing the pump itself, but thought that it may be squeezing the area in there because they get ¿compacted.¿ the patient also reported that ¿because of the medication, she is constipated¿, and noted they had that ever since they had been on medication for 10 years. Approximately 2 months ago, the patient went through an episode where they had excruciating pain. The pump was filled, but the hcp (healthcare provider) did not tell them how much drug was left. At that time, the patient was taking almost double the vicodin than what they normally took; they ran out, and had none to take for their ¿regular pain.¿ that passed and starting approximately 3 to 4 weeks ago the patient has had no pain. There was no alarm or indication that they had run out of medication, and they did not know what happened. Drowsiness was also noted, which began approximately 3 weeks ago. If the patient was standing/sitting, if they closed their eyes, they would fall asleep; reportedly ¿not a deep sleep, but sleep.¿ additionally, the patient was ¿concerned about leaking.¿ the reporter wanted to make sure they were not getting too much medication and run out from over-infusion, and noted if that happened, they did not want to go through that excruciating pain again, because it was so bad. The reporter was redirected to the patient¿s hcp. The pump was being used to deliver clonidine 800 mcg/ml at 149.83 mcg/day, bupivacaine 25 mg/ml at 6.682 mg/day, and morphine (unknown) 12 mg/ml at 2.247 mg/day. It was noted that the dose and concentration was the same at the time of the reported medial conditions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).